Event description:
It was reported that the patient presented due to pectoral stimulation. It was also reported that follow up verified that the right ventricular (rv) lead impedance had gradually increased to high impedance which suggested mineralization/calcification or other change in rv lead tip/tissue interaction or capsulation by scar tissue. The settings of the rv lead were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.